Event description:
The customer reported that when an alarm was triggered, there was a speaker failure error message, and the speaker did not produce sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.